Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an laparoscopic procedure, the device had 60mm reload but only 45mm was stapled.